Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited crosstalk, the r-wave amplitudes were reduced from initial implant, and the capture thresholds had increased. A chest x-ray was performed and revealed micro-dislodgement. Programming changes were performed. The patient was in stable condition.